Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Manufacturer narrative:
Additional information provided. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported tissue erosion in a patient's right eye 10 days post photo refractive keratectomy (prk). Patient reported extreme pain upon waking and constant tearing. Patient was told to discontinue steroid eye drop until erosion resolves. Patient was prescribed an antibiotic eye drop and was to increase frequency of preservative free artificial tear use. Cool compresses and a bandage contact lenses were used for pain relief. Upon follow up, all issues have resolved. The bandage contact lenses has been removed. The patient is no longer using cool compresses or taking an antibiotic eye drop. The patient is now just using artificial tears as needed.